Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms on their insulin pump. Customer's blood glucose level was 420mg/dl. Troubleshooting was conducted. The customer states the alarm was resolved with infusion set change. The customer is being sent out a continuation of therapy pump.

Manufacturer narrative:
The pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a broken belt clip slot.